Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent an email reporting that the string wasn't attached to multiple tampons. No injury was reported.